Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages without prior gel release) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking all wires in the cable. Additionally, the cable connecting ECG a to ECG b was pulled out of the strain relief, damaging wires in the cable. Finally, the cable connecting ECG c and ECG d was severed and missing, along with both ECG domes. The root cause for the strained/severed cables was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing "add gel" messages without prior gel release.